Event description:
The initial reporter alleged a false reactive result for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The sample was tested using the hiv combi pt assay, generating three reactive results with cutoff index (coi) values of 24.17, 22.06, and 20.85. The sample was also tested with the elecsys hiv duo assay (lot 582002), which produced a reactive result with a coi value of 16.7 (ahiv 16.7 coi and hivag 0.15 coi). Subsequent testing on the abbott alinity system yielded a non-reactive result (value not provided), and testing on the abbott architect system produced a non-reactive result with a signal-to-cutoff (s/co) value of 0.16.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data, as reported by the customer, indicated that all results were within expected ranges. No alarms were reported during the processing of the patient sample. The investigation was limited as the customer did not provide patient medical history, confirmatory test results, or sample material for further analysis. False reactive results may occur with this assay as its specificity is less than 100%. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.